Manufacturer narrative:
The product has not been returned to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported via literature article that following implantation of an shunt a group of patients experienced corneal endothelial cell density decreased significantly faster after 4 years and 16 eyes resulted in failure, and these patients required additional glaucoma surgeries because postoperative intra ocular pressure was higher. There were many complications due to hypotony in ex-press group. There were six cases in which hyphemia was caused by ex-press insertion, of which three cases had vitreous hemorrhage. There was one case of endophthalmitis due to bleb infection in the shunt group after 26 months post-surgery. Additional information was requested.

Manufacturer narrative:
Complaint was initiated due to literature article which presented a case of "the mean ecd reduction rate was significantly faster in the exp group". The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).